Manufacturer narrative:
Date sent to FDA: 04/06/2017. It was reported that the patient underwent mesh explant on (B)(6) 2011 by dr. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that due to pain and erosion, patient underwent mesh revision/removal on (B)(6) 2011 .in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.